Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03570. It was reported one of the patients leads displayed high impedance resulting in ineffective therapy. As a result, patient underwent surgical intervention during which the lead was explanted and replaced. Patient now has effective therapy. All both of the patient's leads are being reported as it is unknown which lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03570.